Event description:
During post angioplasty, upon removing the sheath up and over the bifurcation, sheath unraveled. A section of the device remains inside the pt's body. Physician stented the right common iliac down to the proximal common femoral. Nothing was being utilized except a wire, during removal. The procedure was up and over the bifurcation into the left common femoral. The pt's anatomy was calcified.

Manufacturer narrative:
Nonresorbable materials, unretrieved in body is not listed in the instructions for use. Device code: separates is not listed in the instructions for use. The product was returned in a used and damaged condition. An examination revealed the sheath had completely separated approx 28 cm from the hub showing evidence of elongation. At the point of separation, the introducer tubing is thinned, elongated, jagged and the coil has unraveled and separated. The distal portion was not returned. Per spec, the inside and outside diameters are insured to be correct and that the material is free from surface defects, bumps, bulges and protruding coils. This device is shipped with an IFU that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. Although 100% inspected for sheath size and integrity, the sheath separated approx 28 cm from the tip, with evidence of thinning and elongation. A review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and risk analysis resulted in the issuance of a preventative action for this failure mode. The investigation of the preventative action led to a revised IFU issued on (B)(4) 2010, which is prior to the post sterilization services date for this device; therefore, the occurrence rate since this date has been calculated. There is insufficient risk to require add'l corrective action at this time. We have verified the effectiveness of implementing the described corrective/preventive action.